Manufacturer narrative:
Continuation: product ID 3708660 serial(B)(6) implanted: (B)(6)2012 product type extension product ID 3708660 serial(B)(4) implanted: (B)(6)2012 product type extension product ID 3387-40 lot# j0114054v implanted:(B)(6)2001 product type lead product ID 3387-40 j0225645v implanted: (B)(6)2002 product type lead product ID 3387-40 lot# j0225645v implanted(B)(6)2002 product type lead product ID 3387-40 lot# j0225645v product type lead due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the device was explanted and replaced with a new implant. It was reported the patient symptoms had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative stating the cause of the shocking was not yet determined. No action/interventions were taken yet. The shocking had not been resolved at the time of the report.

Manufacturer narrative:
Continuation of medical devices: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension. Product ID 3387-40, lot# j0114054v, implanted: (B)(6) 2001, product type lead. Product ID 3387-40, lot# j0225645v implanted: (B)(6) 2002 product type lead. Product ID 3387-40, lot# j0225645v implanted: (B)(6) 2002 product type lead. Product ID 3387-40, lot# j0225645v product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 10-sep-2016, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 10-sep-2016, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 24-jul-2005, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 16-sep-2006, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 16-sep-2006, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 16-sep-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient experienced shocking in the arm. It was unknown if any environmental factors led or contributed to the issue and it was unknown if troubleshooting/interventions had been performed. The issue was not resolved at the time of the report. Surgical intervention did not occur and was not planned. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed no anomaly. If information is provided in the future, a supplemental report will be issued.